Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk, cpu, and single board pc were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.